Event description:
It was reported that the customer was hospitalized for low blood glucose of 42 mg/dl. It was stated that the customer did not wake up, and his mother was not able to revive him with a glucose injection. The paramedics were called and the customer was taken to the hosp. It was also stated that the customer did not eat and he was dehydrated. The doctor in the ER determined that the customer's hospitalization was not related to the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.